Event description:
It was reported that the customer was hospitalized due to pneumonia and high blood glucose levels, with a reading of 222 mg/dl. It was stated that the customer's blood glucose reading this morning was 500 mg/dl. The customer was unable to troubleshooting at the time of the call. Assisted the caller in putting the insulin pump in suspend mode, and advised to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.